Manufacturer narrative:
Section b5 updated to reflect current description summary.

Event description:
The following information was reported to gore from the field: on (B)(6) 2024, during an endovascular procedure for treatment of superficial femoral artery, it was reported, that after positioning the device, during the release, the gore® viabahn® endoprosthesis with propaten bioactive surface device did not open. The delivery system was completely blocked. No difficulty with positioning of device during advancement was reported. Procedure was completed successfully by using another viabahn device (pajr071502e).

Manufacturer narrative:
Engineering evaluation of the returned device confirms the report of inability to deploy; however, the cause of deployment failure could not be established as the clinical circumstances that may influence deployment outcome could not be recreated in a laboratory setting. Procedural and bench-top deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Deployment with traction at the knob during evaluation could be resumed after a deployment line fiber, which was observed to be part of the zipper constraint, was manipulated near the knot rows, where deployment cessation was observed at the outer zipper layer. However, as the device has been used in the field, it may no longer be representative of its condition during the reported complication. Therefore, a causal relationship between the position of the observed deployment fiber and reported deployment failure could not be independently confirmed. The manufacturing process includes 100% visual inspection of the finished device that includes ensuring no portion of the zipper is tangled on itself or caught under the endoprosthesis. No evidence of a manufacturing-related deficiency could be concluded, and the root cause of the deployment failure reported during the procedure could not be established with the available information, including device evaluation. Emdr section h6 codes updated to reflect results of investigation.

Event description:
The following information was reported to gore from the field: on (B)(6) 2024, during a endovascular procedure, it was reported, that during the release the device did not open. The delivery system was completely blocked.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: return of event involved device was requested. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.